Manufacturer narrative:
Interrogation of the device revealed the device was at the elective replacement indicator (eri) when received. There¿s no battery performance alert (bpa) detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but was not currently available.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator (ICD), the device was explanted prophylactically. Initial information indicates the device may have been pending prophylactic explant though this could not be confirmed. The device was received (B)(6), 2024, indicating it was explanted.